Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd cathena¿ safety IV catheter with bd multiguard¿ technology would not disengage when trying to pull out the needle, and the patient's vein was lost as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the time of insertion of the venous line, the catheter is in the vessel, but at the time of removal of the needle, it remains attached to the catheter, and the midwife is obliged to pull on it with insistence, which causes the vein to be "lost" and the catheter to be lost. Proven consequences: loss of time and discomfort for the patient".

Event description:
It was reported that the safety mechanism on the bd cathena¿ safety IV catheter with bd multiguard¿ technology would not disengage when trying to pull out the needle, and the patient's vein was lost as a result. The following information was provided by the initial reporter, translated from french to english: "at the time of insertion of the venous line, the catheter is in the vessel, but at the time of removal of the needle, it remains attached to the catheter, and the midwife is obliged to pull on it with insistence, which causes the vein to be "lost" and the catheter to be lost. Proven consequences: loss of time and discomfort for the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-17. H6: investigation summary: two representative samples were received by our quality team for evaluation. The samples were unused with the safety mechanism not activated. The samples were subjected to visual inspection to check for a dent on the cannula and v-clip damage. No dent was observed on the cannula and no damage was observed on the v-clip. The tip shield was manually pushed through the cannula and was able to be activated properly and no safety activation failure was observed. A device history record review found no non-conformances associated with this issue during production of this batch. One similar quality notification was raised in the past 12 months on the reported defect. The root cause of this was a loosened screw causing misalignment during the during the cannula insertion to the hub process and resulted on a dent on cannula. Checking of any loosened, wear & tear screw will be added to the preventive maintenance task list, and safety activation inspection will be added into in-process inspection form. The returned representative samples were unused with the safety mechanism not activated. No dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. There was also no damage observed on the v-clip, of which if damaged would cause premature decoupling of the catheter from the tip shield. The safety mechanism of the returned samples was able to be manually activated; no safety activation failure was observed; therefore the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.